Event description:
Reporter stated the infusion device went into "freeze mode" and would not respond to button presses. No adverse event was reported in relation to this complaint. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The pump was returned to the manufacturer, however the reported allegation was not investigated.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.